Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the enhancement procedure for this pt.

Event description:
A surgeon reports a pt with decreased bcva at 2.25 months post-enhancement. This pt underwent a custom myopia with astigmatism procedure. Pre-op bcva in the right eye was 20/20+, ucva was 20/200. At 5 months post-op bcva in the right eye was 20/20 and ucva was 20/40. An enhancement was performed on the right eye and at 2.25 months post-enhancement, bcva in the right eye was 20/25-, ucva was 20/40-.